Event description:
Complainant alleged that while attempting to treat a patient the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device using the same set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.